Manufacturer narrative:
During a 36 minute period, the machine removed 311 ml of fluid instead of the programmed 54 ml. During this period, the dialysate bag weight did not change. This suggests that an obstruction prevented dialysate to be removed from the bag. A review of the treatment data files related to this event reveals that the machine alarmed multiple times for "dialysate weight", "clamped bag" and "filter is clotting". The machine also alarmed for "dialysate bag empty". The pt had been receiving a cvvhdf treatment on a prismaflex using an m60 set. The use of an m60 set on a pt of this weight is contrary to the cautions and warnings section on the prismaflex set m60 / m 100 set instructions for use which state: "the pediatric use of the prismaflex set m60 should be restricted to children with a body weight greater than 11 kg (24 lbs)" no blood loss or any other clinical consequences for the pt was reported as a result of the reported event, nor did the pt require any medical intervention.